Event description:
Defibrillator did not deliver shock during code. First defibrillator attempted with pads and did not deliver shock. Error message "poor pad short." Second defibrillator attempted both pads and paddles and did not deliver shock. Unk if error message displayed on second unit.